Event description:
It was reported that, during a colposuspension procedure, the suture broke at the point of attachment, which most likely suggests that the dart detached. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a0501 captures the reportable event of dart detachment.